Event description:
Report that while doing a surgical procedure part number 371215/lot 0023242 broke in half. It is commented that it occurred 3 times, email sent to sandra to determine 3 blades in one procedure or 3 separate instances.